Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2013 due to osteoarthritis. They underwent right knee revision surgery on (B)(6) 2022, approximately 8 years 8 months post primary procedure. (B)(6) 2022 operative report operative findings: gross purulence and infection, loose femoral component, loose tibial component, well-fixed patellar component, adequate soft tissue coverage, aori class femur 2b, aori class tibia 2b. Postoperative diagnosis: pyogneic arthritis of right knee joint, due to unspecified organism. The surgeon noted abundant purulence. The femoral component was noted to be loose and completely debonded from the bone, where abundant purulence was noted in the femur around the implant, which was removed. The polyethylene was removed and the tibial component was also noted to be loose with severe bone loss and purulence in the bone. The patellar bone had osteolysis as well over the lateral facet. She tolerated the procedure well without complication. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: optetrak tibial insert & screw constrained condylar (208-23-11, (B)(6)) ; optetrak 3 peg patella (200-02-35, (B)(6)); optetrak fluted stem extension femoral and tibial (204-32-01, (B)(6)); optetrak tibial tray (204-04-32, (B)(6)); optetrak femoral component non-modular constrained (210-01-03, (B)(6)).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, tibial loosening, and infection or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.